Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was unable to be interrogated. The ICD was explanted and a new ICD was implanted. It was further reported that during the ICD change out, the right ventricular (rv) and the left ventricular (lv) lead both had high thresholds. The leads remain in use. No patient complications have been reported as a result of this event.